Event description:
It was reported that noise, causing pauses in ventricular activity, was observed. Patient was presyncopal. Noise was not reproducible with isometrics. Programming changes were made and the patient will be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.